Event description:
Procedure: cesarean section. Reportedly, the surgeon pressed the button on the electrosurgical pencil and felt a shock. When he removed his glove he found a cut on his finger at the spot of the electric shock. No treatment was needed.